Event description:
The customer reported recovering elevated basophil percent results on intermittent patient samples when using the coulter act 5diff cap pierce (cp). The results were determined to be erroneous when compared to manual differential results on those same patients. The manual differential results were considered correct. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) was able to reproduce the event reported. The fse verified probe alignment and lubricated the differential syringe. These actions did not resolve the issue. The fse then replaced the count line that leads from the wbc (white blood cell) /basophil bath to the count syringe and replaced vl11 (valve 11) which resolved the erroneous high basophil% issue. The fse adjusted the differential plot using the absorbance and dc potentiometers as preventative maintenance. Identified failure modes: the failure mode for the erroneous high basophil % was attributed to vl11. Upon recur of the failure mode, erroneous results are likely for the wbc and basophil parameters due to insufficient delivery of the wbc lyse per customer IFU (instructions for use) part number (B)(4).